Event description:
It was reported the springs on the safety bail assembly had broken resulting in the safety bail swinging freely. There was no report of injury or adverse event being associated with the issue. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The issue was confirmed and the springs were replaced and the stretcher was returned to service.